Event description:
During the surgical procedure the stryker blue, size 11 poly sizer cracked while in the pt. Rep was notified, and present in the case. Doctor was notified. The surgical instrument was removed from the tray by representative to be replaced. (B)(4).